Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the thermogard xp system (B)(4) displayed "tcm ID:02" (ce danfoss error). It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.